Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose value was unknown. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated that the resulted in replacing the insulin pump received the many pump errors. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.